Event description:
Received information that an 840 ventilator lower graphical user interface (gui) display is erratic. Device was not being used on a pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board assembly (pcba). Device passed all tests.

Manufacturer narrative:
(B)(4).